Event description:
It was reported that the customer had a condensation under the screen of the insulin pump. The blood glucose level is unknown. Troubleshooting was declined by the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.